Event description:
Caller states that the following readings were obtained on a patient using the inform system within 10 minutes: 578 mg/dl and 202 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent. Customer stated that she does not have strips to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.